Event description:
It was reported that occlusion alarms occurred. Additionally, air bubbles were observed along the infusion set tubing. The customer changed the infusion set to resolve the issue. Customer's blood glucose was 353 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.